Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a balloon-occluded retrograde transvenous obliteration (brto) to treat varicose veins in the portal vein using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod pc into the target location using the lantern; however, the physician was not satisfied with the placement and decided to remove the pod pc to manipulate the lantern. While re-sheathing the pod pc, the physician experienced resistance approximately twenty centimeters from the distal end of the pod pc, and the pod pc would not advance into its introducer sheath. Subsequently, the pusher assembly of the pod pc kinked; therefore, the physician removed the pod pc without re-sheathing it. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm and 136.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was loaded backwards onto the pod pc. Conclusions: evaluation of the returned pod pc confirmed a pusher assembly kink. Further evaluation of the device revealed that the introducer sheath was loaded backwards on the pod pc. This damage likely contributed to the reported resistance experienced during the procedure. If the pod pc is loaded backward into the introducer sheath, resistance will encounter while advancing the pusher assembly mid-joint pass through the introducer sheath friction lock. Forceful advancement the device against this resistance may result in a pusher assembly kink. During functional testing, the pod pc was able to re-sheath within the introducer sheath. Then the device was able to advance through the introducer sheath with resistance due to the pusher assembly kink. The pod pc could not be advanced through a demonstration microcatheter due to the kink in the pusher assembly. Further evaluation of the device revealed additional pusher assembly kink near the proximal end. This kink was likely incidental to the complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.